Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: as only limited info has been obtained so far, it is difficult to assess a cause and effect relationship.

Event description:
Bloody fluid aspirated from right knee [haemarthrosis]. Case description: spontaneous report was received on (B)(4) 2013 from a physician regarding a (B)(6) male pt, initials (B)(6), with osteoarthritis of both knees. The pt's medical history was not provided. On an unspecified date in (B)(6) january 2013, the pt initiated treatment with synvisc (hylan gf-20) injection (route of admin and dosage regimen not provided), in both knees. The lot number for synvisc was not provided. On (B)(6) 2013, 20 cc of bloody fluid was aspirated from the right knee (hemarthrosis). The company assessed the event of "bloody fluid aspirated from right knee" as medically significant. The action taken with synvisc treatment was not provided. The outcome for the event was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The causal relationship of synvisc with the event was not provided by the reporting physician.